Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify an unresponsive button and unexpected restart alarm due to the blank display. The pump was received with a scratched display window, a cracked display window corner, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he dropped the insulin pump into a puddle on the street and now has an unexpected restart alarm. Customer stated that he is unable to clear the alarm and there is no response to button pressing. Customer stated that he can see moisture under the display. Customer's blood glucose was 200 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.